Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established. However, it is likely the device was not reprocessed correctly due leakage caused by connector guide pin. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-180 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-180 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus colonovideoscope had a cracked lens cover. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a crack on the objective lens. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: the up/down knob could not be locked securely due to wear of the forceps elevator lever, water tightness was lost due to damage on the guide pin of the electrical connector, the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, the image had a dark area due to the crack on the objective lens, the air supply volume did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connecting tube had buckling, and the coating on the universal cord was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.